Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient and the pushwire was discarded.(B)(4)

Event description:
It was reported the coil detached. While removing the catheter, the coil herniated back into the catheter. The physician was able to push the coil back into the aneurysm. No patient injury reported.